Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm cadiere forceps instrument to perform failure analysis. Failure analysis investigations confirmed the customer reported complaint. The instrument was analyzed and it was found to have a proximal clevis that got detached from the main tube. No material was found missing. The complete fastening of the proximal clevis was existing. Additional observations: the instrument had broken grip and pitch cables at proximal clevis. The cables were fully broken. Annex g was updated to reflect failure analysis findings.

Event description:
Refer to h11 for follow-up information.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained following additional information: the tip and cable on reported 8mm cadiere forceps instrument were completely broken and detached. The instrument was returned to isi for evaluation. The issue with instrument was noticed during central processing hence, it was never used during the procedure. Intuitive surgical, inc. (Isi) has received the instrument associated with this complaint; however, failure analysis investigations are under progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during central processing, the 8mm cadiere forceps instrument had a broken cable. The tip of instrument was noted to be dislodged. No fragment(s) fell into patient's anatomy. There were no reports of patient injury.